Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced difficulty turning the connector when attached to the pump during a supply change. The patient confirmed that the cartridge had been inserted first, followed by the connector. The patient attempted to turn the connector with the cartridge removed, but was still unable to do so. A new connector was then used, which allowed the patient to successfully complete the supply change process. Blood glucose levels were not affected. The connector involved was associated with the reported lot number. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.